Event description:
On (B)(6) 2015 altimate medical (ami) customer service received an email from an independent rep requesting add'l edge covers and two bolt caps for an easystand strapstand at a facility in his territory. On (B)(6) 2015 a follow up call was made to the facility to find out more info. The facility contact stated that this is a nursing home with elderly clients and that their clients have very sensitive skin. They had a larger client transferring into the strapstand and he bumped the edges of the frame and received a skin tear on his elbow.

Manufacturer narrative:
Because this strapstand is being used at a facility with an elderly population, altimate medical provided this facility with the add'l edging and bolt covers they requested.